Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that "balloon does not hold air". At the time of this report it is unknown if this defect occurred while in use on a patient, however, additional clarifying questions have been asked to the customer. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Additional information received on 25 april 2023 states that this issue did not occur while in use on a patient. This information indicates that this was not a reportable event, thus, the initial MDR submitted on 5 april 2023 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that "balloon does not hold air". At the time of this report it is unknown if this defect occurred while in use on a patient, however, additional clarifying questions have been asked to the customer. If further information is received, the complaint file will be updated.